Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens(iol) was damaged. No further information available.

Manufacturer narrative:
Corrected data: additional information received states that customer had requested just a bill and replace for this device and there was no issues with the product. Upon reviewing the complaint folder, it has been determined as no issues with the lens, the reported lens damaged is no longer considered a reportable event. Therefore, no further information will be submitted under medwatch 2648035-2021-07259. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.